Manufacturer narrative:
(B)(4). A non covidien service provider replaced the o2 sensor and the ventilator is back in use. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator had o2 sensor error. There was no patient involvement.